Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the reported complaint. Universal surgical manipulator (usm) could not initialize. The fse replaced usm 3 to resolve the issue. The system was tested and verified as ready for use. A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, intuitive surgical, inc. (Isi) clinical sales representative (csr) informed technical support engineer (tse) that a message of universal surgical manipulator (usm) being obstructed appeared. The customer power cycled the system, but the issue was not resolved. It was confirmed that usm 3 was not at end of range of motion. The tse had the customer perform emergency power off (epo) of the patient side cart (psc), but the issue persisted. The surgeon elected to convert the procedure to laparoscopic surgery. There was no report of patient injury.